Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. Upon interrogation the device was noted to be at end of life (eol) and subsequently explanted. It was noted that the patient had been lost to follow-up. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.